Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s dialysis treatment. The fluid leak was discovered in drain 2 of 5. The patient contact stated fluid leaked from the patient line and indicated that it was only wet near the patient connection. This was confirmed upon follow-up with the patient contact. The fluid leak was reportedly coming from the connection point of the patient line to the catheter extension. The patient contact was unsure what caused the leak, but they would not rule out use error. The patient did not experience any adverse effects due to the fluid leak, nor did they require any medical intervention. The patient¿s pd clinic was informed of the event, and as a precaution, the patient was given a one-time dose of vancomycin. The patient contact confirmed the patient did not develop any symptoms and reported that the patient¿s effluent had remained clear. The patient contact could not recall if the patient completed treatment on the event date. It was confirmed that the patient was trained on performing manual pd therapy, as well as stat drains if necessary. The lot number for the cycler set was unknown, and the device was reportedly discarded. The patient was said to be continuing pd therapy on the same cycler without reoccurrence of the events.

Manufacturer narrative:
Correction: h6 - c50675 was inadvertently omitted from initial MDR.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s dialysis treatment. The fluid leak was discovered in drain 2 of 5. The patient contact stated fluid leaked from the patient line and indicated that it was only wet near the patient connection. This was confirmed upon follow-up with the patient contact. The fluid leak was reportedly coming from the connection point of the patient line to the catheter extension. The patient contact was unsure what caused the leak, but they would not rule out use error. The patient did not experience any adverse effects due to the fluid leak, nor did they require any medical intervention. The patient¿s pd clinic was informed of the event, and as a precaution, the patient was given a one-time dose of vancomycin. The patient contact confirmed the patient did not develop any symptoms and reported that the patient¿s effluent had remained clear. The patient contact could not recall if the patient completed treatment on the event date. It was confirmed that the patient was trained on performing manual pd therapy, as well as stat drains if necessary. The lot number for the cycler set was unknown, and the device was reportedly discarded. The patient was said to be continuing pd therapy on the same cycler without reoccurrence of the events.